Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused hyperacusis (hearing issue) and vision problems. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated and found observed an unknown brown syrupy substance at the ridges on the outside of the device along with unknown dust-like contamination and tiny hairs or fibers.unknown white, brown, and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box. Light dust-like contamination on top of the blower motor and the blower motor seal.substantial unknown tiny pieces of brown and black (inconsistent with degraded sound abatement foam) contamination inside the bottom of the enclosure.p4 power connector had rust and corrosion on and inside and outside of connector, indicating fluid or water ingress in or around the p4 connector. Potential mineral deposit spots on the blower motor, on the inside of the blower motor and in the blower motor box, indicating potential water/fluid ingress.black contamination, consistent with keratin, at the air outlet of the blower box.tiny unknown black (inconsistent with degraded sound abatement foam) and white specks of contamination on the bottom the blower box.missing modem door panel.not able to confirm the presence of degraded sound abatement foam. The logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused hyperacusis (hearing issue) and vision problems. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.